Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 85 90-1, lot# n152935, implanted: 2008 (B)(6); product type accessory product ID neu_unknown_prog; product type programmer, physician product ID 8709, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that an alarm was heard and telemetry had not yet been performed. Following pump implant, the pump was programmed to minimum rate. The pump was alarming overnight. The physician spent an hour with the patient on the report date and did not hear the alarm. The patient heard a ¿beep¿. The patient was not having any symptoms. It was noted that the pump was filled with a 2mg/ml concentration because that was what was available. However, the catheter had a 20mg/ml concentration because it was unable to be aspirated. The pump was not primed on the back table. The pump was programmed to 2mg/ml and was currently running at 0.1mg/day. It was calculated that it would take 4 days to deliver the medication in the catheter at the current rate and the patient would get a minimum of a 4 day gap due to not priming the pump tubing. The device system was used to deliver morphine.